Event description:
A complaint was received from a customer that indicated that when customer used excel off brand reagent strips the elite system would only flash an f-4 and the last result. While on the phone an attempt was made to review the operation of the system. At that time, the customer did not have a check strip to verify the electronics of the system. This was provided. Approximately two weeks later the customer returned a call to customer services and stated that when customer put the check strip into the elite, customer would hear a beep and then 888 was displayed. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. A request was made to return the system for evaluation. In the meantime a replacement unit is being provided.